Event description:
It was later reported the pump was flipping. The pump was revised. It was believed the patient was doing well post revision.

Manufacturer narrative:
Product ID: 8709sc lot# n184776001, implanted: 2009 (B)(6), product type catheter (B)(4).

Event description:
A problem was reported regarding a pump. Patient reported to have a pain pump for cervical dystonia. Pump was placed in (B)(6) 2009 and she had to have it fixed in (B)(6) 2011 because it started moving again. Patient indicated she had surgery 3 times, once to place the pump and 2 times to fix it and she was going to have to have another. A follow up was requested but no additional information was received as of the time of this report. System used to deliver baclofen(unknown). If additional information becomes available a report will be provided.